Event description:
On 2/80, initial implants, 2/90 open capsulotomy, 8/90 implants changed, 8/93 weight change. Son has problems from silicone. Connective tissue disease, muscle tension, headaches, anger, and more.